Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of unknown secondary access sets flowed simultaneously with an unspecified quantity of unknown primary sets during infusion via unknown medication pump. The event was further reported as ¿when a secondary medication is being infused through a pump, there are times when the primary bag continues to infuse a small amount at the same time in spite of all bags and tubing appearing to be correct¿. There was no patient injury or medical intervention associated with this event. No additional information is available.